Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Evaluation results: the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test for pace function. Complainant indicated that there was no patient involvement in the reported malfunction.